Event description:
Patient was receiving a parenteral nutrition every night on a central catheter. The parenteral nutrition bag comes from a hospital with device and the pre-connected. During the night of 2004 the infusion liquid leaked out of the vents. The nurse noticed liquid on the floor at the end of the night. No pt sequelae were reported.